Event description:
A consumer reported receiving a low blood glucose result of 146mg/dl when compared to a laboratory result of 279mg/dl. These values, when plotted on a clarke error grid. Fall into the "d" zone showing the difference in the readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.